Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis, which manifested as cloudy effluent. The pt was hospitalized on the same day. On an unreported date the pt was treated with unknown antibiotics. Two days later, the pt was recovered and was discharged from the hospital. Additional information was requested but is not available. This is report 1 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). A batch review was performed for the potentially associated lot h13c16047. No issues were noted during the manufacturing process. Should additional relevant information become available, a follow-up report will be submitted. (B)(4).